Event description:
The following has been reported: biomed reported: a unit to be sent out for repair. No patient harm was involved. (B)(6) pump problem exception alerts upon device startup. The unit will have to be sent out to the vendor for repair. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.